Event description:
It was reported that pump malfunction occurred after pump got wet and displayed malfunction alarm code 13 that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy while pump was replaced.